Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿retested the flow rate one more time and it failed again passing the rate, failed flow rate accuracy with values of 22.0 2 and 21.4¿ was reproduced. The device was tested for flow rate accuracy and delivered with an error percentage of 5.315% which is over 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure out of specification and m2 and m3 springs were out of adjustment. The pressure will be performed and m2 and m3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed a flow rate accuracy test (over infusion), when set at 40 ml per hour with a vtbi of 20 ml to run for 30 minutes, after the 30 minutes were completed, the alarm activated and visually measured the fluid in the graduated cylinder on a flat surface and it over passed, then retested the rate one more time it failed again passing the rate with values of 22 and 21.4 respectively during programming/setup at downtown chicago service center department. There was no patient involvement. No additional information is available.